Event description:
Boston scientific received information that high shock impedance measurements greater than 125 ohms were detected by this implantable cardioverter defibrillator (ICD) on the non-boston scientific transvenous shock lead. Upon follow-up, the high shock impedance measurements could be reproduced, and the high voltage therapy system was reprogrammed to a new pacing configuration with stable within range shock impedances. The physician will continue to monitor the patient system. No adverse patient effects were reported.

Manufacturer narrative:
The device was modified electrically. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.